Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Technical services reviewed the data and confirmed the device was exhibiting premature battery depletion and device replacement was recommended for within 90 days. During the review, it was also found that the device had delivered an inappropriate shock about one year ago, due to t-wave oversensing and small amplitude r-waves. At the time, the device was reprogrammed from a 1x gain to a 2x gain, with the same sense vector of alternate. There was a note in the remote monitoring system indicating this was a known condition. Technical services discussed the 2x gain would help with any noise discrimination, but would not mitigate the t-wave oversensing, and recommended a new screening to see if a different placement would produce larger amplitude r-waves. X-rays could be reviewed as well, to evaluate system placement. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Technical services reviewed the data and confirmed the device was exhibiting premature battery depletion and device replacement was recommended for within 90 days. During the review, it was also found that the device had delivered an inappropriate shock about one year ago, due to t-wave oversensing and small amplitude r-waves. At the time, the device was reprogrammed from a 1x gain to a 2x gain, with the same sense vector of alternate. There was a note in the remote monitoring system indicating this was a known condition. Technical services discussed the 2x gain would help with any noise discrimination, but would not mitigate the t-wave oversensing, and recommended a new screening to see if a different placement would produce larger amplitude r-waves. X-rays could be reviewed as well, to evaluate system placement. No adverse patient effects were reported. The device remains implanted and in service.additional information was received. This device was explanted and replaced about one month later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Technical services reviewed the data and confirmed the device was exhibiting premature battery depletion and device replacement was recommended for within 90 days. During the review, it was also found that the device had delivered an inappropriate shock about one year ago, due to t-wave oversensing and small amplitude r-waves. At the time, the device was reprogrammed from a 1x gain to a 2x gain, with the same sense vector of alternate. There was a note in the remote monitoring system indicating this was a known condition. Technical services discussed the 2x gain would help with any noise discrimination, but would not mitigate the t-wave oversensing, and recommended a new screening to see if a different placement would produce larger amplitude r-waves. X-rays could be reviewed as well, to evaluate system placement. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. This device was explanted and replaced about one month later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, functional testing was performed. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the t-wave oversensing, small amplitude r-waves, and inappropriate shock therapy that were observed while the device was implanted.